Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/5/2024. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product related that it was received, one detached needle and one suture outside its packaging that pertain to y432h. During the visual inspection of the detached needle, an incorrect swage was observed in the needle, since it was placed incorrectly on the tool. In addition, the suture end was observed to be severely cut therefore this was resulting in a clip off defect. Based on the information currently available, incorrect swage and clip off were identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. It was reported that the problem of pulling off suture needle happened in surgery. The surgeon changed another one to complete the surgery. There is no report of patient injury. No additional information could be provided.